Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the connector was detached from the unit. Therefore, the reported condition was confirmed. Evidence suggests this was due to misuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the foot control device has a ¿connector on the side that was broken¿. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.